Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00165 & 9616099-2015-00166. Complaint conclusion as reported from the affiliate, during a procedure, a 6f .070 xb vista brite tip guiding catheter ¿double flips¿ while the emerald wire was inside the catheter. The guiding catheter kinked as they were advancing through the aorta. ¿it took quite a while to get it out of the patient with care and trying to do no harm.¿ there was no patient injury reported. The access site was the radial artery. A contralateral approach was not used. Upon further investigation, the wire is inside and in front of the guide to make it ¿more pushable and stronger¿ as expected. However, when they went to withdraw the wire, the catheter would kink back or fold over on itself. There was difficulty encountered advancing the catheter over the guide wire and through the vasculature. There was difficulty turning/twisting the catheter after the incident occurred. The same event occurred with another 6f vista brite tip catheter. A different guide was used to successfully complete the case. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The device was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There was no problem reported flushing the device. The device was not being used for treatment of a chronic total occlusion. One non-sterile 6f .070 xb 3.5 eco pk guiding catheter was received for analysis coiled inside a plastic bag. No packaging pouch/box was received for evaluation. Per visual analysis, the brite tip catheter was inspected under vision system and appeared normal. The catheter body shaft presented a kinked condition at 1.9 cm, at 16.7 cm, at 25.2 cm, at 52.0 cm, at 68.7 cm and at 92.6 cm from ID band. No other issues were found. The catheter od and ID were measured near to tip and at proximal, middle and distal areas of catheter and results were found within specification. An attempt to reproduce the failure (introduce similar device through catheter) could not be performed due to the kinked condition of the received units. Review of lot 17147470 revealed no anomalies during the manufacturing and inspection processes. Neither the reported event by the customer as ¿cardiology guiding catheter-brite tip/distal tip-prolapse¿ nor the reported event by the customer as ¿cardiology guiding catheter-catheter (body/shaft) - withdrawal difficulty¿ was confirmed. However, several kinks were found on the received unit. The cause of the kink conditions found on the catheter could not be conclusively determined during the analysis. However, procedural factors, such as the difficult vasculature, and handling process for device return may have contributed to the kink condition found. According to the product IFU¿s, users are cautioned to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Furthermore, users should exercise care when removing guidewires from multiple-curve catheters. Controls are in place to inspect the catheters for any kinks or damaged conditions before leaving the facility. Product analysis and the device record history results do not suggest that these kinked conditions are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
The report received from the affiliate indicated that the 6f .070 xb vista brite tip guiding catheter double flips when stepping up there where the emerald wire (still in the guiding) stops. The guide kinked when they pushed it through the aorta towards the coronary arteries. When they do that, the wire is inside and in front of the guide to make it more pushable and stronger, but when you pull it back till inside the guide, the guiding shouldn¿t kink but it did. The tip of the device folded/bended over itself while advancing the device through the vessel. There was difficulty encountered advancing the catheter over the guide wire. There was difficulty experienced tracking through the vasculature. There was difficulty turning/twisting the catheter after the incident occurred. ¿it took quite a while to get it out of the patient with care and trying to do no harm.¿ the same failure occurred with another 6f vista brite tip catheter. A different guide was used to successfully complete the case. There was no patient injury reported. The device will be returned for analysis. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The device was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There was no problem reported flushing the device. The access site was the radial artery. A contralateral approach was not used. The device was not being used for treatment of a chronic total occlusion.

Manufacturer narrative:
(B)(4). The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00165 & 9616099-2015-00166.